Event description:
Device issue: partially deployed stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the absolute pro was unable to be deployed in the unspecified target vessel. The absolute pro would not open while being used in the patient. It is unknown what was used to complete the procedure. There were no adverse patient effects reported. There was no additional information provided. During return device analysis, the stent implant was observed to be partially deployed.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned partially deployed from the distal outer sheath, for a length of 6 mm. The distal outer sheath was retracted 1.3cm proximal to the tip. The proximal end of the stent implant was at the distal end of the proximal marker band. The handle was in an unlocked position. The inner braiding was bunched 3mm proximal to the proximal marker band, for a length of 0.5 mm and there was a kink in the inner braiding and member 8 mm distal to the distal end of the outer member. Additionally, there was a kink in the inner braided member and outer member 3 mm distal to the strain relief tubing. There was no other damage noted to the sess. The handle was opened and the rack was retracted 1cm proximal to the thumbwheel, consistent with the partial deployment. All the internal mechanisms were intact with no anomalies noted. Factors that may contribute to partial stent deployment include, but are not limited to, manufacturing, handling during removal of stylet, preparation of the catheter, amount of support provided when loading the catheter onto the guide wire, handling during insertion into the introducer sheath, and lack of support during advancement. In this case, the reported failure to deploy was confirmed. During functional testing, an attempt was made to retract the thumbwheel, but the distal outer sheath would not retract due to the bunching and kinks noted in the inner braiding. Potential factors that can contribute to shaft kink(s) include, but are not limited to, manufacturing, insufficient support during prep, patient anatomy, lesion tortuosity, or insufficient support during use. During production the sess 100% visually inspects for shaft damage at multiple operations prior to packaging. Anatomical conditions may have contributed to the shaft damage; however, the patient's anatomical information was not provided. In this case, there were no kinks reported prior to use, suggesting that the damage likely occurred during use. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Overall, the reported failure to deploy and damage noted to the shaft appear to be related to case circumstances, and there is no indication to suggest a product quality deficiency. During production all self expanding stents are 100% visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for kinks during the manufacturing process.